Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the nicu found that the micro-bore extension set maxzero valve was leaking from the seam at the proximal end where the base attaches to the rest of the housing encapsulating the gland during patient use. There was no report of patient harm.

Manufacturer narrative:
The customer's report of a leak at the set¿s valve seam was confirmed. Initial inspection showed no obvious damages or issues with the set. Further inspection under magnification showed a slight gap and shift between both components at the connection between the valve¿s top and base components. In addition, the bottom of the silicone gland component pressed further when compared to a similar valve component. Functional testing resulted in fluid leaking past the ultrasonic welds where the valve¿s top component and base components meet. The root cause was identified as a manufacturing issue related to the ultrasonic weld.